Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: (B)(6) 2020 h6: investigation summary there were 7 returned samples of the affected lot number (20043168) and 1 sample from an unaffected lot number the customer provided (20046558). All 8 samples were tested by priming with blue dye fluid in order to observe any leaks along the length of the entire fluid. There were no observed leaks after priming all 8 samples. The root cause could not be determined without an observed failure. The complaint of leakage from the middle part of the tubes was not verified.

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20043168 it was reported that tubes on this item experienced leaking from the middle part of the tubes. Reported issue: customer has experienced leaking from the tubes on this item, but not from where it connects to the needle, but from the middle of the tube.

Manufacturer narrative:
The carefusion MFR plant number has not been put in the global trackwise system yet. Therefore, bd corporate headquarters in (B)(4) has been listed, and the franklin lakes FDA registration number has been used for the manufacture report number. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv leaked. The following information was provided by the initial reporter: material no: 2420-0007; batch no: 20043168. It was reported that tubes on this item experienced leaking from the middle part of the tubes.